Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not functioning as expected was not confirmed. The mpu, serial number (B)(6), was not returned for analysis. Reported information stated the mpu would not power on after the patient tested it on three different outlets. The patient was able to get the mpu to turn on and brought it in for replacement. A warranty replacement was requested and a new mpu was given to the patient. The mpu was tested and was working as expected and passed testing. The root cause of the reported event could not be conclusively determined through this analysis. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 patient handbook, are currently available. The heartmate 3 patient handbook section 3 ¿powering the system¿ and the heartmate 3 lvas IFU section 3 ¿powering the system¿ instructs users on how to properly power on the mpu. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's mobile power unit (mpu) would not power up on three different outlets at home and after checking power cables. The patient was able to get it to turn on and brought it in for replacement as the patient was afraid to continue to use it. The mpu was tested and was working fine, passed self-tests and looked fine but the patient did not want it back. The mpu had a v-lock connector on the ac power cord. A new mpu was given to the patient.